Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mr, slda. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. Two clips were implanted on 02/25/2021. About 3 days later, severe mr was detected during a transesophageal echocardiogram (tee) screening. It was found that the 1st clip (00729u261) had a single leaflet device attachment (slda) from the posterior leaflet. The second clip was confirmed to be stable on the leaflets. There is suspected leaflet injury due to the slda. No treatment was performed for the slda as there is already a clip implanted laterally. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, the reported slda appears to be due to challenging patient anatomy. Additionally, the reported mr and tissue damage were cascading events of the reported slda. However, the reported patient effects of mr and tissue damage, as listed in the instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.